Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate on the dialysate hoses, and the machine alarmed. Estimated blood loss was 100-300cc's. Pt had no adverse effects and did not require any medical intervention. Sample has not been returned to the MFR.

Manufacturer narrative:
The device eval has not yet been completed. A f/u report will be filed upon completion of the investigation.